Event description:
It was reported that during an angioplasty and stenting treatment procedure, stent dislodgement difficulties were encountered. The left common iliac lesion was heavily calcified and 80% stenotic. The lesion was not predilated. "The physician advanced the express ld across the lesion. The stent was advanced farther than it needed to be and the physician was attempting to pull the stent back slightly to the target location. While pulling the stent back, it came off the balloon." The physician made several attempts to snare the stent but was unsuccessful. The physician placed a different self-expanding stent over the dislodged stent and then post-dilated. There were no patient complications. The patient's pre-procedure claudication symptoms were resolved and the patient condition is reported as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the stent remains inside the pt and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the shop floor paperwork was not possible as the lot number is unknown.